Event description:
Dr karlovsky published a study of his results from using vertessa lite 10 x20 transvaginally, in which he cited: "there was one extrusion noted at 12 weeks of 2 mesh fibers in an area of granulation tissue that was previously treated with silver nitrate topical by the gynecologist at 6 weeks post operatively. The mesh fibers were excised in the office." No additional information was provided or received.